Event description:
Hub on sensor attachment would not flush. Peripherally inserted central catheter (PICC) flushed perfectly, no damage to PICC or sensor, this was checked prior to accessing vessel. Double lumen PICC, so inserter checked blood return using second lumen after PICC placed, blood return assessed once sensor removed.